Event description:
A physician reported poor cutting. Aspiration was functioning during vitrectomy procedure. Procedure was completed after replacement. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray along with other items. However, the reported lot number was expired when the sample was received at the manufacturing site. Therefore, no product evaluation was performed due to the reported functional issue. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was returned, and the device history record review of the lot number obtained from the device¿s radio frequency identification (rfid) tag indicated the product was processed and released according to the product¿s acceptable criteria. However, when the sample was received at the manufacturing site it was determined that the device was beyond its expiry date; therefore, a root cause was unable to be determined. No specific action with regard to this complaint was taken by the manufacturing site because the complaint sample exceeded its expiration date when the sample was received at the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).